Manufacturer narrative:
Initial.

Event description:
It was reported that the patient observed insulin leaking from the cartridge-to-connector interface of the ilet upon device removal, which aligns with a device leak issue involving the reservoir component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included interviews and analysis of information provided by the user. Investigation of this case revealed leakage consistent with a seal issue at the reservoir interface, aligning with a leak/splash device problem associated with the reservoir component. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.